Manufacturer narrative:
The complainant was unable to report lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the basket failed to release the stone leaving the basket with an entrapped stone stuck inside the patient. The physician used a laser to cut the basket wire to release the stone. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.